Event description:
A report was received that the patient was experiencing jolting at the trunk area when switching programs by the scs system after an implant removal procedure. It was reported that electrocautery was used during the procedure. Database analysis revealed no anomalies. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model#: sc-4316 lot/serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing jolting at the trunk area when switching programs by the scs system after an implant removal procedure. It was reported that electrocautery was used during the procedure. Database analysis revealed no anomalies. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The physician was not sure if there was a device malfunction. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132(sn-(B)(4)) device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to experience jolting or give him stimulation in unwanted areas was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored per cis procedure for errors. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics. Therefore, the reported complaint of the ipg causing the patient to experience jolting was not duplicated or confirmed. During testing, it was determined that the master asic u2 had damage to the case cell driver node. The reported use of electrocautery during an unrelated prior procedure resulted in the asic damage. It was determined this problem was unrelated to the complaint.

Event description:
A report was received that the patient was experiencing jolting at the trunk area when switching programs by the scs system after an implant removal procedure. It was reported that electrocautery was used during the procedure. Database analysis revealed no anomalies. The patient will undergo a revision. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)